Event description:
The customer reported a leak from the cap piercer on their unicel dxc 600 pro synchron system. The customer stated the leak was contained within the instrument with an approximate volume of 10ml of fluid. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was an obstruction in the cap piercer elbow fitting connection. The fse removed the obstruction from the fitting connection to resolve the issue, no further leaking was observed. (B)(4).